Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high pacing thresholds. A new lv lead was successfully implanted during a pulse generator replacement procedure. No additional adverse patient effects were reported.